Event description:
It was reported that a shockwave m5+ peripheral intravascular lithotripsy (IV) catheter was used to treat a heavily calcified focal iliac lesion. All 300 pulses were delivered successfully at 4 atmospheres. After delivering the pulses, it was reported that the physician then slowly pressurized the balloon to 8 atms however, the balloon ruptured as evidenced by the contrast that was visually observed under fluoroscopy. Then the physician advanced the 7f sheath halfway and pulled back the balloon. When the balloon was outside of the patient's body, it was observed that the half of the balloon material was missing. The staff checked the sheath to see it got lodged inside but it was not there. The physician believes that the calcium may have ripped the distal balloon material when it was being pulled back. After the ivl procedure, the lesion was implanted with a stent, and it is believed that the balloon may have been pinned to the artery wall by the stent. The physician performed a final run-off and there was a 3-vessel run off. No visible defects in flow were observed.

Manufacturer narrative:
The subject device was returned for investigation and inspected. The device was returned with half of the balloon missing. The reported failure was confirmed. Based on the description of the event, the m5+ ivl device was inflated to 8 atmosphere, which is outside the indications for use per the device instructions for use. As the device is being removed through the 7f sheath, it is possible that the balloon ruptured and it could not be fully deflated. Then was caught onto something and with force was used to withdraw the device that caused it to separate. It was noted that the device was initially used for 300 pulses at 4 atmosphere and that the physician believes that the stent may have pinned the balloon material to the artery wall after deployment. There was a 3-vessel run off and no visible defects in flow were observed. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping.

Manufacturer narrative:
The subject device was returned for investigation and inspected. The device was returned with half of the balloon missing. Balloon missing piece was safely retrieved during a surgical repair of the cfa but has not yet been received at shockwave medical inc., therefore, a physical examination could not be performed. Evaluation of the balloon fragment is anticipated but has not yet begun. After the balloon fragment is received and investigation is completed, a supplemental report will be submitted. The reported failure was confirmed. Based on the description of the event, the m5+ ivl device was inflated to 8 atmosphere, which is outside the indications for use per the device instructions for use. As the device is being removed through the 7f sheath, it is possible that the balloon ruptured and it could not be fully deflated. Then was caught onto something and with force was used to withdraw the device that caused it to separate. It was noted that the device was initially used for 300 pulses at 4 atmosphere and that the physician believes that the stent may have pinned the balloon material to the artery wall after deployment. There was a 3-vessel run off and no visible defects in flow were observed. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping.